Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of no growth peritonitis in a child patient (age not reported) coincident with extraneal viaflex and physioneal 40 (lot numbers not reported) therapies. On an unreported date, the patient began treatment with extraneal daily (dose and frequency not reported) and physioneal 40 daily (dose and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). This was off label use as extraneal viaflex and physioneal 40 were used for a child. Extraneal viaflex was being used as a day fill. On an unreported date, the patient experienced no growth peritonitis. On an unreported date, extraneal viaflex was discontinued. Treatment and outcome were not reported. Physioneal 40 therapy was ongoing. The patient's medical history and concomitant medication was not reported. The reporter did not provide an assessment of causality in relation to extraneal viaflex and physioneal 40 therapies. Additional information has been requested.